Event description:
It was reported that a spectrum pump flow rate accuracy test had an error of 14% +. The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, flow rate accuracy test delivered within specification. The event history log (ehl) review was performed. The customer did not provide an event occurrence date, however on the last day of customer use, an infusion is running and the user updates the rate multiple times. The rates are between 1.5 ml/hr and 5 ml/hr. The customer reported that the pump was run using the instructions in the service manual, however there were no infusions recorded matching the reported parameters. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.